Manufacturer narrative:
Two (2) actual samples were received for evaluation. The data matrix code information on the devices was verified and confirmed that the two samples were part of a voluntary recall; therefore, further sample evaluation is not required. Ruptured fibers may lead to a blood leak during treatment. Baxter has determined the issue is isolated to one production line at the manufacturing facility and corrective actions have been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported during treatment with two units of revaclear 300 dialyzers, two internal blood leaks were observed. The first event occurred during the first two minutes while priming (patient not connected). Treatment was restarted with a new revaclear dialyzer. It was reported the blood was observed in the dialysis fluid lines. The extracorporeal circuit of blood was not returned to the patient. Treatment was discontinued then restarted with a new dialyzer, with no reported issues. There was no report of patient symptom, injury or medical intervention associated with this event. No additional information is available.